Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit had a full staple complement. In addition (pmv) performed a photographic evaluation of three photos and the visual inspection of the returned photos noted that malformed and unformed staples can be seen on both the cartridge and in tissue. The loading unit can be seen fully fired with staple pushers visible at the extreme distal end of the cartridge. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to thick tissue or obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, when the device was fired, the staple failed to form b shape, that result to incomplete staple line at the proximal part which cause leak. To resolve the issue, the surgeon had to suture the tissue.